Manufacturer narrative:
Follow-up #1: date of submission 09-jul-2018 - device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: during the investigation, the pump intermittently powered on with both the returned battery cap and a test battery cap. A battery compartment crack was observed from the threads to the case seal. Evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump¿s casing was removed, and no evidence of additional moisture was found inside the pump. A pump "download" failed due to the "intermittent power" condition. The "intermittent power" condition was determined to be due to the battery compartment damage and moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.